Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
As reported, "locking screw did not lock; the screw was idling in the plate."

Manufacturer narrative:
The reported even could not be confirmed, since the device was not returned, and no other evidences were provided. The event indicates that the screw could not be locked into the plate hole adequately and idled. A non-conformity report (nc) was already initiated based on previous complaints reporting the same event. The nc investigation is not finished yet. A device inspection was not possible since the affected device was not returned, and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "locking screw did not lock; the screw was idling in the plate."